Manufacturer narrative:
The customer requested service to be performed after the new year. To date, the customer has not scheduled service for the system. The system was manufactured on february 18, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing insufficient brightness of the xenon lamp. Additional information has been requested.